Event description:
A discordant, falsely low estradiol (e2) result was obtained for one patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The sample was rerun on the same instrument and resulted higher and the rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low e2 result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse replaced multiple parts including the sample dual resolution diluter (drd), sample valve, sample probe, sample level sense printed circuit board (pcb), reagent probe, reagent level sense pcb, slave 0/1 pcb and dual pipette cables. Quality controls were then run and were in range. The cause of the discordant, falsely low e2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The common device name was incorrectly stated as: clinical chemistry, product code: lxg. The correct common device name is: clinical chemistry, product code: dgc. The catalog number was incorrectly stated as: blank field. The correct catalog number is: 30002.